Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the ins battery had been depleting at a faster rate. The patient reported having to recharge more often than before. The healthcare professional (hcp) office was currently scheduling the patient for a replacement. The rep said that the factors that could have led to the issue were that there was a fast ins battery fade. The rep stated they met with the patient and impedances were within range. It was noted that the issue was resolved at the time of the report, surgical intervention was planned and was in the process of being scheduled. No symptoms were reported. No further complications were reported.